Event description:
It was reported that the pacemaker dependent patient presented to the emergency room with a syncopal episode. Upon interrogation, no episodes or other abnormalities were noted. Due to programming no egms were available for review. Programming changes to egm storage were recommended.